Event description:
It was reported that a vns pt experienced voice alteration and hoarseness after vns implant surgery. The pt's device was not programmed on at the time of the events. The pt's device was programmed on by the treating neurologist, who indicated the pt's hoarseness was related to surgery and referred the pt to an ent. F/u from a company rep revealed the pt visited the ent and results were positive for vocal cord paralysis. At the moment, good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date. Moreover, additional information was rec'd from the surgeon's office through a company rep indicating the x-rays were taken. Review of the x-rays by the surgeon indicated that in his opinion the electrodes were not aligned properly. Moreover, the reported x-rays have not been rec'd by the manufacturer.